Manufacturer narrative:
Olympus informed the user facility of the recommended period for water filter replacement. The device has not been returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Event description:
A user facility reported that they did not replaced the water filter for this device since 2019. This could have been insufficient reprocessing by the device. There was no report of patient injury associated with this event.